Manufacturer narrative:
This is the same event as 3010536692-2014-01542_01, -01564, -01565. This report will be updated once investigation is complete.

Event description:
Allegedly, the patient was revised due to pain, discomfort, dysfunction and other symptoms; also diseased joint tissue and fluids as well as fretting and corrosion at junction interface.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.